Event description:
The hospital reported that, during an endoscopic vein harvesting procedure, the vh-3000 hemopro kept overheating and had to be removed from the pt. The hemopro tissue welder was switched and the same problem of overheating occurred in the pt. A competitive device (soren clearglide) was used to complete the procedure. The hospital did not report any pt complications. The product will be returned.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)